Manufacturer narrative:
The investigation is on-going. No root cause has been determined at this time. Should additional information become available a follow-up MDR will be submitted.

Event description:
A customer reported a squealing sound while charging the compression module in its carry bag. They reported that when they opened the carry bag, they saw smoke, but were not sure if the charger or the compression module were smoking. Although this did not occur during patient use and there was no patient involvement, this MDR is being filed out of an abundance of caution.